Event description:
During a check-out procedure at the manufacturer's service center, a ventilator service required alarm occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a malfunction of the device's lcd was observed. The device's oxygen blending module board and lcd were replaced to address the issues.